Manufacturer narrative:
Report will be updated when investigation is complete. This is the same event as 3010536692-2015-01487, -01488.

Event description:
Allegedly, patient revise due to pseudotumor, osteolysis and metallosis. (Right).